Manufacturer narrative:
Device not released for evaluation.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The 3 month post-operative CT showed an increase in the diameter of the aneurysm sac and evidence of a potential infection. The patient underwent a surgical conversion and a fem-fem bypass and the stent graft was explanted. Based on a follow-up communication received from the site, cultures results were reported as staphylococcus captis. As of the date of this report, there have been no additional patient sequelae reported.